Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise oversensing was observed in both channels. The physician suspected leads fractures but decided to replace the subject pacemaker and the associated leads.

Event description:
Reportedly, noise oversensing was observed in both channels. The physician suspected leads fractures but decided to replace the subject pacemaker and the associated leads.

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject returned device.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190730 - file-2019-01677 - analysis_and_closure_report_resp-2019-00936.pdf].

Event description:
Reportedly, noise oversensing was observed in both channels.the physician suspected leads fractures but decided to replace the subject pacemaker and the associated leads.

Manufacturer narrative:
Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
Reportedly, noise oversensing was observed in both channels.the physician suspected leads fractures but decided to replace the subject pacemaker and the associated leads.